Event description:
It was reported that a transient ischemic attack (tia) occurred. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman laa closure device was implanted. There was one partial recapture performed and there were no adverse events noted during the procedure. On (B)(6) 2021, one (1) day post procedure, the patient reported that they had a tia. The patient underwent magnetic resonance imaging (MRI) during their hospital stay. The patient was later discharged on either (B)(6) 2021 or (B)(6) 2021. The patient is currently taking eliquis and plavix as part of their post medication regimen following the watchman implant.